Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event description.

Event description:
The issue was found prior to an unknown procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to update d8. The device was returned to olympus for inspection and the customer's reported complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The b30 communication error occurred due to dirt/dust, foreign material, and corrosion at the electrical contact of the video connector but the cause for the dirt/corrosion could not be specified. In addition, the following non-reportable malfunctions were found during the device evaluation; the water tightness was lost due to dents in the connecting pipes and a pinhole in the rubber, the insulation resistance between the evis-us connectors does not reach the standard due to the breakage of the ultrasonic cable sheath and capacitor unit, the rubber adhesive was peeling off, the connecting tube was buckling, the bending angle in the up direction exceeded the standard value due to damage to the bend tube, the case was discolored, and the connector on the contact pin was dirty. Lastly, the board unit on the scope connector, the plug unit, and the cable unit were all corroded due to water leakage. The device was restored by a third party. Olympus will continue to monitor field performance for this device.